Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted that the obturator was received intact. The seal housings, circular seals, stopcocks, duckbill seals, and cannulas appeared intact. A seal housing only was received. Functional testing found that the device with the cannula passed an air leak test. The duckbill seal failed during manual manipulation using an endo peanut. The seal housings were broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers were acceptable for each device. It was reported that the seal was damaged and had leaks. The reported issues were confirmed. The most likely cause was supplier related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic right hemicolectomy, after firing the stapler reload, a 5mm gripping clamp was inserted, then the reducing valve began to leak. The valve was damaged and would not return to its original size. The reducing valve was replaced with one from a new trocar. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.